Manufacturer narrative:
(B)(4).

Event description:
The patient stated that their manufacturer representative (rep) set them up with adaptivestim the day prior to the report. They reported that when they were on their hand and knees and attempted to stand up, the patient felt a very intense stimulation that then the stimulation shut off and the patient was able to feel stimulation like normal. The increase in stimulation only happened when they were in that position. The patient asked about avoiding lying on their stomach from the patient manual. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) indicating that when the patient would move in certain positions and then stand up the stimulation would get so strong that they could not handle it. The positions they noted this problem was on the floor on all fours and standing up. The patient was standing in the kitchen and reached their arms up, and when in the shower and reached their arms up. It was noted that there was not anything wrong with the orientation the rep decreased the mobility rate one more notch to the lowest level. After the rep was done walking to technical services the patient wanted to demo the positon and was in all fours and was at about 3.5v and then they stood up and it switched to 6.0v, they could barely stand. The rep called the manufacturer again and had them make one switch to the amp and then it was ok. The patient was to call the rep at the end of the week to let them know if everything was ok or if they needed to be seen the following week. It was suggested that he patient run their sitting at a lower amp so that when they stand up it would not be as bad. The rep game the patient additional groups that they could switch to when standing if needed where it was manual. Impedances were within limit. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient had adaptive stimulation set up the thursday prior to the report. The patient had experienced an overstimulation sensation when they went from a bending, crawling or crouching to standing position. The patient was on the floor on their hands and knees crawling looking for something when they got up and felt extreme stimulation. The stimulation hit tis peak of being high ad then it would just shut off and the patient would not be able to feel stimulation. It took about 30 seconds for the stimulation to turn back to normal after it shut off to where the patient could feel it again. This had happened to the patient also when they were getting out of the tub and then stretching up to wipe down their walls with their arms raised. The patient was using group b. The positions were correctly being detected when the patient changed positions. The positon was upright when the patient bent over and the patient was set at 3.1 b1, and 2.6 b2 volts for upright and mobile. The setting for upright 4.9 b1, 2.6 b2 volts the patient was comfortable. Laying back 3.4v, 2.2, laying left 3.7, 2.3, laying right 3.9, 2.9. The impedances were checked twice on the day of the report. Once when the patient was sitting, impedances were normal and there were no out of range impedances. The repo also took impedances while the patient was laying back, the electrode impedances highest value was 1896 ohms and the lowest was 1682 ohms, nothing was out of range. Sitting and laying back impedances were similar. The changes in therapy were related to positional movement. It was advised that in the future patient should use the patient programmer when the fell the increase in stimulation to see what positon the ins was detecting, and to have the patient keep a journal when the overstimulation was happening. The manufacturer representative (rep) called back within a few minutes regarding the same issue indicating that they had tried further troubleshooting and that the patient would go from sitting to standing and the patient felt stimulation so strong that the were almost convulsing. The rep stated that with the patient programmer the patient 's upright/standing amplitude was really at 6v, the rep did not know hot it got up to 6v. The manufacturer assisted the rep in defining lower amplitude for upright positon with the clinician programmer at 2.6v and 2.8v . The patient was comfortable at these amplitudes when sitting but when standing the amplitudes were too strong. The issue was discovered to be that the patient had different sensation levels at sitting and standing with the same voltage. It was suggested that the rep create two different groups for upright positon of sitting and standing or having the patient adjust manually between sitting and standing. The patient first felt overstimulation on (B)(6) 2016. When the patient would move in certain positions and then stand up the stimulation would get so strong that they could not handle it. The positions they noted this problem was on the floor on all fours and standing up. The patient was standing in the kitchen and reached their arms up, and when in the shower and reached their arms up. It was noted that there was not anything wrong with the orientation the rep decreased the mobility rate one more notch to the lowest level. After the rep was done walking to technical services the patient wanted to demo the positon and was in all fours and was at about 3.5v and then they stood up and it switched to 6.0v, they could barely stand. The rep called the manufacturer again and had them make one switch to the amp and then it was ok. The patient was to call the rep at the end of the week to let them know if everything was ok or if they needed to be seen the following week. It was suggested that he patient run their sitting at a lower amp so that when they stand up it would not be as bad. The rep game the patient additional groups that they could switch to when standing if needed where it was manual. Impedances were within limit. If additional information is received, a follow-up report will be sent.